Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophageal dilatation procedure performed on (B)(6) 2014. According to the complainant, after dilatation was completed, the balloon did not fully deflate and could not be withdrawn into the scope. Reportedly, they had to pull the scope with the device out of the patient and cut the catheter near the balloon off at the tip of the scope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The patient was reported to be over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Reported event of balloon deflation failed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.